Event description:
The customer reported that the system was unable to expose (fluoroscopy). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.